Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reports patient was revised on (B)(6) 2012 due to patient allegations of pain. Additional information received in the revision operative notes confirms the revision was performed on (B)(6) 2012. Operative notes indicated the revision was due to pain. The head, cup, and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reports patient was revised on (B)(6) 2012, due to patient allegations of pain. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.